Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) oversensed noisy signals on the ventricular channel. The device oversensed the noise and inhibited pacing; this pacemaker-dependent patient is symptomatic to such loss of pacing. Pacing thresholds and impedances have increased over time. A guidant technical services consultant recommended further testing to rule out a fracture of the competitive ventricular lead.